Event description:
It was reported that an unspecified quantity of IV sets were difficult to connect, resulting in cracked male luers connectors. The reporter stated that the male luer became stuck when connecting one baxter primary set to the y-site of another baxter primary set. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.